Event description:
Pump did not infuse IV magnesium. IV was to run over 6hrs. After 6hrs the pump stated infusion complete but med was not administered.device #1is this a laboratory device or laboratory test?no.